Event description:
The flange broke on one size 8 tracheostomy tube. It is unknown how long the device was in use or what type of trach care and cleaning practices were used. Add'l info has been requested. There was one pt involved with no reported pt compromise. The device was returned to the MFR on 2/10/97 for decontamination, analysis and investigation.